Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that two of the infusion sets broke at the needle. No further information available.